Event description:
This case was reported by a facility in france on 09 october 2024. Customer states that there was a case of extravasation on the afternoon of (B)(6) 2024. For a 74-year-old patient with fragile venous capital with the new injector.the customer said he had no warning from the injector of a pressure problem. He had to inject 60 ml of contrast product + 30 ml of nacl at 2.2 ml with a blue catheter.as confirmed in the e-mail and the report by nathan bonnin (rtr), extravasation is not linked to a quality defect in the injector.